Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that his pump shut off and he received a failed battery test alarm. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer was able to rewind the pump and the pump passed the displacement test. Customer was assisted in performing a manual prime or fill tubing and the alarm did not recur. Customer stated that there was a crack in the battery compartment and scratches over the top of the reservoir compartment. Customer stated that the damage is along the thread of the battery compartment. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was monitored and no unexpected failed battery test or off no power alarms occurred during our testing. The insulin pump has normal operating currents. No motor error alarm noted and passed motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.